Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter displayed an unknown error message. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. This complaint is being reported because the error message was not resolved through troubleshooting. The pt did not allege any symptoms or treatment due to the issue. Replacement products were sent to the pt.